Event description:
It was reported that the atrial lead impedance was less than 200 ohms. At time of replacement, over and undersensing noted. Upon explant of the lead, a small insulation break was seen in the lead next to the lead trifurcation, and an approximate one inch break in the insulation was seen at the point of the clavicle. The lead subsequently tested out of specification during manufacturers analysis. No patient complications have been reported as a result of this event.